Manufacturer narrative:
Unique identifier (UDI), lot number, catalog number, operator of device and protocol # are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that patient was hospitalized due to pump failure.

Manufacturer narrative:
No product or photos were returned therefore no device analysis could be completed. No probable cause could be determined. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
Additional information received via email. Updated patient information and serial number provided.